Event description:
The pump stopped suddenly. The programmer read "stop pump, pump memory error". The pt experienced unspecified withdrawal symptoms. The pump was use to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The serial number is included in the device identification range for the synchromed el pump, motor stall due to gear shaft wear. Physician communication (dated aug. 2007). Pump motor stall has not been confirmed in this device.